Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua: (B)(4). To deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the prismaflex st150 set during treatment. The machine gave a message that the recommended filter duration had been obtained. The user bypassed the message, then noticed that air was drawn to the effluent bag, ¿which later became completely bulging¿. Then the prismax machine triggered the first error message about a disturbed flow of the effluent pipe. The pipe started to leak after an unknown amount of time. Treatment was stopped and restarted with a new filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographs revealed fluid leakage from the effluent bag. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. However, the prismax monitor noted the set was in use for 77 hours, which per the prismax operators manual the "disposable set life (use duration before set change) is 72 hours maximum life". Though the cause of the condition could not be determined, the potential cause was due to the disposable set being used past 72 hours. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.